Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was frozen. The insulin pump was stuck in the priming phase. His blood glucose level was 318 mg/dl. The customer administered 18 units of insulin, by manual injection, because he was not connected to his insulin pump for the past two to three days. The product was not returned. Nothing further to report.